Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt never did well post-operation. It was noted that the pt struggled with right heart failure (rhf) and then clotted the pump. The pt expired and an autopsy was performed. Preliminary findings show pump clot, pulmonary emboli and massive heart.